Event description:
Elderly male with history of atrial fibrillation. Procedure: convergent maze and left atrial appendage clip. During the procedure, the handle on the device would not release. Another device used without problem. No known harm to patient. Manufacturer response for clip, implantable, atriclip laa exclusion system (per site reporter). Will obtain.